Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that intermittent cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.